Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated an erroneous creatinine result. Customer reported the doctor complained and the sample was rerun on another dxc analyzer. Customer reported that treatment was not changed because the doctor did not believe the initial result and requested a recheck. Bec customer technical specialist (cts) assisted the customer via the telephone. Cts suggested to the customer that they check for leaks in the cup module, change the plunger if needed, flush the modular chemistries sample probe and the clean through level sense in diagnostics and perform the cup maintenance. To date, customer has not reported on any recurrence of the same issue. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Conclusion: customer did not request on-site service from bec. Cause is unknown.